Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the memory chip on the cpu board, reprogramming, and resealing the cables. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the spectrum monitor shut down, which may have affected pt monitoring. No pt injury was reported.